Manufacturer narrative:
Section d6: correction.

Manufacturer narrative:
Sections d10, h3: additional information. Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2018. Evaluation of heartmate ii lvas, serial number (B)(6), confirmed internal driveline wire damage that would have contributed to the reported low speed operation and pump stop captured within the submitted log files. The pump was returned assembled with the driveline cut approximately 1.5¿ from the pump housing, and a distal portion of driveline was returned measuring approximately 14.75¿. The sealed inflow conduit was returned detached from the pump¿s inlet port. The sealed inflow conduit flex section was returned severed medially. The apical sewing ring was not returned. The sealed outflow graft hardware and the sealed outflow graft bend relief collar were returned disconnected from the outflow elbow, which was returned attached to the pump outlet port. The outflow graft material and the sealed outflow graft bend relief were not returned. Evaluation of the sealed inflow conduit and outflow graft hardware revealed no evidence of laminated or denatured depositions or thrombus formations. Upon disassembly of the pump body, visual inspection of the pump¿s blood-contacting surfaces revealed no evidence of adhered depositions or thrombus formations. The silicone jacket and clear bionate layer of the driveline appeared unremarkable. Continuity testing on the returned portion of driveline revealed no shorts or discontinuities. Breakdown of the metal braided shield was observed at approximately 7¿, 8¿, 9¿, and 11¿ from the pump housing. The layers were carefully removed from the driveline in order to evaluate the underlying wires. Microscopic examination of the distal portion of the driveline revealed insulation breaches to the yellow wire approximately 7.5¿ from the pump housing, to the brown wire approximately 8.25¿ from the pump housing, and to the orange wire approximately 9¿ from the pump housing. The areas of wire insulation damage appeared to be the result of abrasion from the metal shield as a result of repetitive flexing of the driveline in these locations. The remaining portions of all segments of the driveline were then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. The low speed operation while operating on the mpu or power module while on a grounded patient cable would have occurred if any of the conductors from any of the exposed wires contacted the metal braided shield, resulting in a short to shield. The pump stop while operating on batteries or a power module with an ungrounded patient cable would have occurred if any of the conductors from any of the exposed wires contacted the metal braided shield simultaneously or if wires from two different phases shorted together, resulting in a phase to phase short. Incidental findings: investigation of the returned hmii, (B)(6), confirmed the presence of silicone adhered to the inside of the hmii pump housing. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. Section 7 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. All hmii left ventricular assist device (lvad) drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii lvas patient handbook is also currently available. Section 4 of this handbook contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. The fab, hm ii pump, g2.3 aft housing and motor capsule assembly describes the preparation and application of silicone adhesive potting on the solder joints of the motor capsule. This document also describes the process of curing the silicone adhesive potting. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
A review of the log file captured a no external power event on (B)(6) 2020 at 22:53 while the patient was switching to a new set of batteries. There was no interruption in pump support to the patient during this event. The log file also captured speeds which were lower than the low speed limit on (B)(6) 2020 while the patient was connected to the mobile power unit (mpu). The patient was placed on a power module with an ungrounded patient cable and connected to the monitor. Pump speed drops below the lower speed limit were also noted on (B)(6) 2020 at 11:28. This occurred with the white controller lead connected to the power module and the black lead connected to a battery. Technical support wished to know what type of patient cable was being used at the time and whether it was a grounded cable or an ungrounded cable. Patient was discharged with an ungrounded cable during the week of (B)(6) 2020. The patient showed a pump speed drop to 0 revolutions per minute (rpm) on (B)(6) 2020. A review of the log file captured a pump stop on (B)(6) 2020 at 23:20. The stop lasted for approximately 4 seconds and occurred while connected to battery power. Technical support said that it appeared that the short to shield had matured into a phase to phase short. It was reported that the patient had a phase to phase short causing a pump stop on the ungrounded "orange cable." The patient underwent a heartmate ii to heartmate 3 pump exchange for the driveline malfunction.